Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4087 competitor implantable pacing lead - (B)(6) 2007; 4548 competitor implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced a rash within a few months of implant that was determined to be allergic dermatitis. No further intervention was recommended, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.